Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 10k17h25 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of a patient who made a mistake / touch contamination and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake / touch contamination. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. Treatment information and action taken with dianeal therapy were not reported. The cause of the peritonitis was the patient made a mistake / touch contamination. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient recovered from the peritonitis. The outcome for the event of patient made mistake / touch contamination was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the patient making a mistake / touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.